Event description:
It was reported that there were 66 tubes with foreign matter in tube or gel, 17 tubes with air bubbles in gel, and 2 damaged tubes with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: dirty tube x62, fm in gel x3, damaged x2, black spot in tube x1, air bubbles in gel x17.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there were 66 tubes with foreign matter in tube or gel, 17 tubes with air bubbles in gel, and 2 damaged tubes with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: dirty tube x62. Fm in gel x3. Damaged x2. Black spot in tube x1. Air bubbles in gel x17.